Manufacturer narrative:
Date sent to the FDA: 05/11/2021. Additional h6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: no patient consequence. Event date: (B)(6) 2021. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? During its use (during passage through tissue). Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Oral tissue, gingival mucosa. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No patient consequence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/11/2021. Corrected b5 narrative: it was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and a suture was used on oral tissue, gingival mucosa. During passage through tissue, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-02960. A manufacturing record evaluation was performed for the finished device batch number qdmdzl, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? Please provide the procedure name and date. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2020 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.